Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during bolus. The blood glucose at the time of the incident was unknown. During troubleshooting, the customer received another motor error alarm during manual prime and could not push the plunger to get insulin to exit. They were advised to the infusion set and the reservoir and they were able to run manual and fixed prime. The insulin pump passed the displacement and self test. The reservoir will not be returned for analysis.